Event description:
During a pvi pfa procedure, communication and positioning issues resulted in the cancellation of the procedure. After a few pfa deliveries, it was noted that electrode 3 turned invalid (yellow) and did not turn back, even after resetting the baseline. After a while the same happened with electrode 7. It was also noted that the pull mechanism on the sheath stopped working. The catheter and sheath were replaced but the second catheter did not collect any geometry, and it was not possible to advance the catheter out of the sheath without extra force. The physician stopped the procedure at this point. There were no adverse consequences for the patient.